Manufacturer narrative:
No ge service was performed. Customer repaired the system by replacing the x-ray tube. System operates as intended.

Event description:
The customer reported the system would not boot up or produce x-rays. No pt injury was reported.